Manufacturer narrative:
The alarm trace showed one sample clot detection alarm on (B)(6) 2023. The instrument's maintenance was okay. An instrument check was performed on (B)(6) 2023 and it was within specifications. No analyzer issue was evident. A general reagent problem can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas 8000 core unit serial number was (B)(6). Qc and calibration were performed and they were acceptable. All test results were tested by using the same reagent pack. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's samples tested with elecsys hcg+b assay on a cobas 8000 core unit. Sample 1: initial result: 75.4miu/ml. Repeat result: less than 0.2miu/ml. On 25-sep-2023 sample 2 was processed as a repeat testing: initial result: 69.4miu/ml. Repeat result: less than 0.2miu/ml. The physician questioned the results. The samples were then repeated. The repeat results of less than 0.2miu/ml were deemed to be correct as they matched the patients' clinical diagnosis.